Event description:
The user facility reported that the tip of their swivel direct flow ultrasonic insert detached in the patient's mouth during a dental procedure and the patient swallowed the tip. It was reported that the patient was sent to receive x-rays.

Manufacturer narrative:
Hu-friedy has requested additional information from the user facility regarding the patient status. However; to date a response has not been received. The device subject of the event was returned to hu-friedy for evaluation and the device was confirmed to have broken at the tip. The evaluation found that the area where the break occurred showed evidence of corrosion. The damage may have been caused by facility personnel mishandling, dropping, or insufficiently cleaning the insert. The hu-friedy instrument reprocessing guide states "3.2 inspection inspect all instruments after the cleaning and rinsing step for corrosion, damaged surfaces, and impurities. Do not further use damaged instruments" the device was manufactured in 2017 making it approximately 6 years old. A follow-up MDR will be submitted should additional information becomes available.